Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with broken battery tube threads and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.